Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump and catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a pt experienced withdrawal. Specific symptoms associated with the event were not reported. The catheter access port could not be aspirated. The pump and catheter were explanted and replaced. Neither a rotor nor a dye study was performed. Per the reporter, there was no pt injury. The medication being administrated via the pump was lioresal. Additional info has been requested, but was not available as of the date of this report.